Event description:
Pinhole: balloon expansion was confirmed outside of body without any problem related to inflation. After inserting product into the body a balloon inflation was attempted without success. After removing the product from the body, air was used for an attempted inflation without success, and using water confirmed a pinhole. The patient's condition degenerated, intubation and heart massage were performed while heart massage was performed and a heart catheter was advanced. Three CT's were taken afterward without any abnormality to the head evident, and after a few days the intubation was removed. It is not determined that the condition was related to the defect. Additional information received from the reporter, indicated the sample will be sent for evaluation.

Manufacturer narrative:
The actual device involved in the incident has not yet been made available for the manufacturer to evaluate. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.